Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Primary op-notes confirm that the patient underwent right total knee arthroplasty due to severe degenerative joint disease of left knee. Notes state that pcl was addressed and osteophytes were removed. Cr femoral component and uc articular surface were used. Range of motion and stability were checked and excellent tracking of the patella was noted. Revision op-notes confirm that the patient underwent revision due to loosening of tibial component. It was stated that during the surgery, there was a large portion of fibrous ingrowth noted on the tibia and the pegs were removed. Only the tibial component was replaced. Patient was in stable condition post-op.

Event description:
It is reported that the patient is experiencing declining mobility and "inconsistency" in the knee.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned natural tibia trabecular metal two-peg porous fixed bearing right size d identified was performed. It was noted that the pegs were cut and rear side of the tibia shows gouging and foreign material. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. This complaint is related to previously-reported corrective action. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the patient has now been revised due to pain and tibial loosening.